Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to the channel sensors would not display after opening the door. Evaluation verified the reported symptom and the cause was determined to be physical damage to the upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump the device channel sensors would not display after opening the door. No additional information is available.